Event description:
A pt reported experiencing inaccurate high results with an otbe meter. The pt's blood glucose results were 158, 128, 111 mg/dl. Tests were done within 10 minutes with a difference 21%. Pt did not experience any adverse events. No further info has been reported.